Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed a charger failed error message at boot up. The system automatically shuts down, preventing operation. There is no report or injury or death associated with the event described in this complaint.